Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt connected themselves to the setup prior to initiating the initial drain cycle. The home pt was connected at the time of the alarm, and did not disconnect at any point during therapy. The home pt did confirm the successful completion of the prime cycle prior to use. Nothing unusual was noted with any of the home pt's supplies. The home has no unused supply lines. Outlet port clamps are used while making spike/port connections. Baxter's technical service center assisted the home pt in ending therapy early. The home pt started a new therapy using the same supplies. No pt injury or medical intervention was assoicated with this incident per the home pt.